Manufacturer narrative:
The pump was returned a animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation also revealed a misaligned display screen.

Event description:
Evaluation revealed a loss of prime event associated with zero force and a misaligned display screen.